Manufacturer narrative:
Reason for reoperation is rupture. A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis of the returned device identified, the weight the device within specification, crease folds and deformation. Based on the device analysis the final assessment is: no openings were observed on the device or issues related with the complaint (rupture). This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side rupture. The device has been explanted.